Manufacturer narrative:
The patient's age was reported as "mid seventies". (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked during to a blood transfusion. The reporter stated that this occurred a few minutes after priming, and was noticed when blood leaked onto the patient¿s bed. The nurse clamped the set and identified a crack near the end of the set just prior to the connector to attach to the saline lock. The reporter estimated the blood loss at approximately 50ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.